Event description:
During an incident in 2001 involving a patient complaining of chest pain at level 10 and being given oxygen, this defibrillator was hooked up and shut down after 3 minutes each time it was turned on. The patient was transported to a hospital. The patient remained conscious and alert throughout the event. The patient history of previous myocardial infarction. The customer stated they were using con-med monitoring pads.